Event description:
A report received from the USA stated an 840 ventilator experienced a device alert while being used in the intensive care unit (ICU). Reportedly, the ventilator continued to cycle however the device alert display was unable to be reset. The patient was removed from the device and placed on an alternate ventilator. There were no reports of patient injury as a result of the event.

Manufacturer narrative:
(B)(4).